Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while in use with a patient, an alarm sounded, and the arctic sun device ceased functioning. After turning the power off once and reinserting it, the device operated normally, so usage was continued. However, several hours later, an unrecoverable system error [64] alarm was triggered. The power was turned off and on again to resume usage, but approximately one hour later, alarms 116 and 117 (indicating inability to detect changes in patient body temperature) sounded. As a result, the device was replaced with another as5000. There was no intention to report to the pmda. Per additional information received via mail on 09jul2025, the device will be sent to imi. The issue has not been resolved yet. Imi will check it. Replaced another as5000.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated upon receipt, and the issue could not be reproduced. Unit passed applicable testing after evaluation. The reported issue was unconfirmed, risk, labeling, and DHR review are not required. Based on the results of the investigation, no additional actions can be taken. Correction: d.h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while in use with a patient, an alarm sounded, and the arctic sun device ceased functioning. After turning the power off once and reinserting it, the device operated normally, so usage was continued. However, several hours later, an unrecoverable system error [64] alarm was triggered. The power was turned off and on again to resume usage, but approximately one hour later, alarms 116 and 117 (indicating inability to detect changes in patient body temperature) sounded. As a result, the device was replaced with another as5000. There was no intention to report to the pmda. Per additional information received via mail on 09jul2025, the device will be sent to imi. The issue has not been resolved yet. Imi will check it. Replaced another as5000. Per additional information received via mail on 10jul2025, at that time, alarm was sound, but the screen did not display (black screen).